Manufacturer narrative:
Product complaint # (B)(4). Section e1 - initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: a report from the field indicated that an 82-year-old female experienced an in-hospital cerebral infarction with an alberta stroke program early CT score (aspects) score of 1 and subsequently underwent endovascular mechanical thrombectomy with a 5mm x 33mm embotrap ii ((B)(6)) revascularization device on (B)(6) 2021. Although it was a very difficult situation, it was decided to perform endovascular treatment ¿under the background of the hospital onset and demand from the patient's family¿. The target occlusion was at the m1m segment of the right middle cerebral artery (mca). There was also a finding of partial stenosis at the bifurcation of m1-2 segment. The embotrap device was used in conjunction with a 9f optimo (tokai medical) balloon guide catheter, a react 71 (medtronic) suction catheter, and a phenom 27 (medtronic) microcatheter. The suction catheter was navigated just below the ic-top and the microcatheter crossed the lesion. Since the microcatheter could not cross the stenosis at the m1-2 segment, the site of occlusion was the m1m. The embotrap ii was reportedly used as per the instructions for use (IFU) from the position of the distal m1 (m1d) and it was deployed in a position where the distal end of the embotrap was attached to the thrombus. Tici score of 2b was achieved after the first pass. Because the blockage of the m2 superior trunk remained, the embotrap ii was approached again with the aim of tici score of 3 (complete perfusion). After this pass, blood flow resumed but slight bleeding was observed. It was stated that heparin had not been administered from the beginning, but blood pressure was lowered, and the procedure was completed at this point. The patient¿s intracranial pressure increased, so a craniotomy procedure was performed. Decompression was attempted but the increase in the intracranial pressure was not suppressed, and the patient consequently expired on (B)(6) 2021. The physician stated that the vessel diameter of the m2 segment was =1.5mm and the angle of branching from m1 to m2 was 90 degrees. Furthermore, the m3 segment with the tip of the embotrap ii had a hairpin curve which caused excessive stress to the blood vessel. The physician felt that the adverse event was related to the following factors: 1) =1.5mm vessel diameter 2) severe vessel tortuosity and 3) patient¿s poor baseline condition. The physician recalls that the ¿technical part would be related mainly¿. However, it may have been related to the fact that the embotrap ii put stress on the blood vessels. Although a certain amount of thrombus was captured after the first pass, there was a strong resistance felt when the embotrap ii device was withdrawn from the react 71 suction catheter. The embotrap ii was not able to move even though the device was pushed and pulled. The embotrap ii was ultimately removed by applying a strong force. Upon visual inspection, there was no damage to the stent retriever, and it was determined that a large thrombus had been trapped. Therefore, the physician performed an additional pass but there was a possibility that there was some damage to the embotrap ii device. The device is not available for evaluation. No additional information is available. The device was discarded; therefore, no further investigation can be performed. A review of the manufacturing record evaluation (mre) associated with lot number lot #20c027av presented no issues during the manufacturing or inspection process that can be related to the reported event. Withdrawal difficulty into intermediate catheter, hemorrhage secondary to vessel trauma or injury, and death are well-known potential complications associated with the use of the embotrap ii in mechanical thrombectomy procedures. The embotrap ii IFU warns that if withdrawal into the guide catheter is difficult (as may be the case with a large clot burden) then deflate the balloon (if applicable) and withdraw the guide, microcatheter and device together through the introducer sheath. The IFU also cautions the user to never withdraw the device against significant resistance. Assess the cause of resistance using fluoroscopy and if necessary, advance the microcatheter over the device to resheath or partially resheath to aid withdrawal. Furthermore, the IFU states that the device is designed for use in the anterior and posterior neurovasculature in vessels such as the internal carotid artery, the m1 or m2 segments of the middle cerebral artery, and basilar arteries (vessel sizes ranging from 1.5 to 5.0 mm). With the amount of information available and without procedural films, it is not possible to determine the root cause of the event. However, there are clinical and procedural factors including clot burden, vessel characteristics (i.e., tortuosity, vessel size), device selection, and mechanical manipulation of devices within the artery that may have contributed to the event rather than the design or manufacture of the device. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # ==> (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A report from the field indicated that an (B)(6) year-old female experienced an in-hospital cerebral infarction with an alberta stroke program early CT score (aspects) score of 1 and subsequently underwent endovascular mechanical thrombectomy with a 5mm x 33mm embotrap ii (et009533/20d088av) revascularization device on (B)(6) 2021. Although it was a very difficult situation, it was decided to perform endovascular treatment under the background of the hospital onset and demand from the patient's family. The target occlusion was at the m1m segment of the right middle cerebral artery (mca). There was also a finding of partial stenosis at the bifurcation of m1-2 segment. The embotrap device was used in conjunction with a 9f optimo (tokai medical) balloon guide catheter, a react 71 (medtronic) suction catheter, and a phenom 27 (medtronic) microcatheter. The suction catheter was navigated just below the ic-top and the microcatheter crossed the lesion. Since the microcatheter could not cross the stenosis at the m1-2 segment, the site of occlusion was the m1m. The embotrap ii was reportedly used as per the instructions for use (IFU) from the position of the distal m1 (m1d) and it was deployed in a position where the distal end of the embotrap was attached to the thrombus. Tici score of 2b was achieved after the first pass. Because the blockage of the m2 superior trunk remained, the embotrap ii was approached again with the aim of tici score of 3 (complete perfusion). After this pass, blood flow resumed but slight bleeding was observed. It was stated that heparin had not been administered from the beginning, but blood pressure was lowered, and the procedure was completed at this point. The patients intracranial pressure increased, so a craniotomy procedure was performed. Decompression was attempted but the increase in the intracranial pressure was not suppressed, and the patient consequently expired on (B)(6) 2021. The physician stated that the vessel diameter of the m2 segment was =1.5mm and the angle of branching from m1 to m2 was 90 degrees. Furthermore, the m3 segment with the tip of the embotrap ii had a hairpin curve which caused excessive stress to the blood vessel. The physician felt that the adverse event was related to the following factors: =1.5mm vessel diameter, severe vessel tortuosity and patients poor baseline condition. The physician recalls that the technical part would be related mainly. However, it may have been related to the fact that the embotrap ii put stress on the blood vessels. Although a certain amount of thrombus was captured after the first pass, there was a strong resistance felt when the embotrap ii device was withdrawn from the react 71 suction catheter. The embotrap ii was not able to move even though the device was pushed and pulled. The embotrap ii was ultimately removed by applying a strong force. Upon visual inspection, there was no damage to the stent retriever, and it was determined that a large thrombus had been trapped. Therefore, the physician performed an additional pass but there was a possibility that there was some damage to the embotrap ii device. The device is not available for evaluation. No further information was provided at the time of complaint initiation.